Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: foreign matter was seen inside the protective cap of the dispensing pin. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused dp1000 mini-spike dispensing pin in open packaging was returned for evaluation. Visual examination of the dispensing pin noted embedded particulates ranging in size from 0.10 - 2.50 sq. Mm. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Incidents of embedded contamination are normally attributed to degraded/burned material that may have become trapped in the vents at the time the part was molded. All available information regarding this occurrence has been forwarded to our material review board business unit leaders in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.